Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It is most likely that the foreign material may have been unremoved because the device was not reprocessed properly by the following (leak occurred at the suction-cover). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had a foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to deformation of scope cover, water tightness is lost; an abnormal sound is made due to damage on angle shaft; grip has a scratch; air/ water cylinder has no color; suction cylinder has no color; switch2 has a cut; control unit has a crack; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; connecting tube has a wrinkle; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.